Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately high compared to another device. The reporter was unable to give exact values. The tests were performed within an unknown time of one another. This complaint is being ruled-out because such a comparison does not meet the criteria necessary for lifescan to determine the possibility of an inaccuracy. There was no injury or medical attention sought due to the issue.